Event description:
A nurse reported that the tip of the probe would not cut during a procedure. The probe was exchanged and the case was completed without pt harm.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).